Event description:
The report stated that the jaws of the handpiece locked on the tissue of the uterine horn. The surgeon had to cut around the jaws to release the instrument. The pt condition was reported as satisfactory.